Event description:
It was reported that the user experienced a cgm signal loss with a ¿sensor reconnecting¿ alert on the ilet while using a dexcom g7, and the agent verified the alert and guided the user to confirm the pairing code on the ilet to re-establish connection. Symptoms included no reported adverse health effects and no change in blood glucose levels. Outcomes included continued therapy without interruption to blood glucose management. Investigation included agent-led troubleshooting and education, verification of the alert on the ilet, and re-pairing guidance with expected pairing time communicated. Investigation of this case revealed a communication interruption between the ilet and the dexcom g7 sensor that was addressed through device re-pairing, with no device malfunction identified and dosing continuity maintained. It was concluded, based on established findings for similar reports, that the cause was temporary loss of cgm-to-ilet communication resolved by standard re-pairing steps.